Event description:
It was reported that during the implant procedure after the right ventricular lead was connected to the device, fluoroscopy image revealed the helix had retracted. The lead was disconnected and the helix was extended. The lead remained implanted. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).